Event description:
It was reported that during pre-check the hand piece device was "overheating". A spare device was available for use and there were no delays in the scheduled surgeries. The date of the event was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).